Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown morphine via an implantable infusion pump for non-malignant pain. It was reported that the patient called to get clarification on her pump replacement process. The caller stated she was having the pump replaced on (B)(6) 2026 the health care provider (hcp) was moving the pump to the other side of her body because there was scar tissue near the access port and nurses were bending needles during refills. The agent redirected the caller to managing hcp for further assistance.